Manufacturer narrative:
Customer was provided with a loaner, while the unit is being returned to the company's national repair center.

Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No pt injury was reported.